Event description:
It was reported that the patient experienced a surgical procedure to add saline to an artificial urinary sphincter (aus) balloon due to the strength of the cuff being weak. No device was removed or replaced. A patient outcome of stable was reported.